Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative on (B)(6) 2017 reporting that the device was on when they met with the patient. The patient could not control it so the representative did a por with the clinician programmer and turned the device off. The weight was unknown. The por was cleared and it seemed to functioning normally again. No further complications were reported.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for postlaminectomy pain. It was reported that the patient needed to turn their stimulator off as it came on at full blast. They were unable to communicate with it using their patient programmer (pp) or their recharger so they could not turn it off. The overstimulation began on (B)(6) 2017. It was reported that the patient had had problems with the stimulator back in (B)(6) 2016 and they just had to do a hard start on it. It was reported that their communication issue with the pp and recharger started back then too. Initial troubleshooting showed that the patient was not using their antenna, but when the patient plugged in the antenna they got a power-on-reset (por) warning message (B)(6) 2017. It was reported that the patient had been talking with a manufacturing representative who helped them do a hard restart over the phone. It was reported that the patient¿s was charging their device with it in their pocket and ¿somehow they must have hit it and it was on full blast¿. It was reported that they did not mean to turn it on. It was reported that they had never run it that high. The patient was redirected to follow-up with their healthcare provider (hcp) to resolve the por and stimulation being too strong. It was reported that the patient had been talking with their rep and told the patient to call them back. No further complications were reported/anticipated.